Event description:
During insertion of a 14mm unicortical screw, the tip of the abc screwdriver snapped off. The tip was retrieved and discarded. Surgery was extended fifteen minutes. The patient did not suffer any adverse effects as a result of this incident.